Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Cusotmer consumed water and did "physical activity" to address elevated bg. Cusotgmer reverted to an alternate form of insulin therapy.